Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. Customer was advised to hold her coumadin for 3 days. No adverse event reported. Requested return of suspect system and replacement was sent.